Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed 08 august 2020. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4), units released.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013 - patient received a left attune total knee arthroplasty for treatment of degenerative arthritis. Patella was resurfaced and depuy cement was used. There were no reported complications. On (B)(6) 2021 - left knee was revised to address pain, swelling, and instability. Radiographs showed a circumferential lucency around tibial component, with evidence of subsidence. Surgically it was noted that the tibial tray was grossly loose, "completely debonded" from the intact cement mantle--implant loosening at cement to implant interface. Femur and patella were well-fixed. Attune tibial tray and insert revised, replaced with attune revision components. There was no evidence of acute infection. Date of implantation: (B)(6) 2013, date of revision: (B)(6) 2021.